Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Lot: 1l32431 manufacturing site: (B)(4). Release to warehouse date: 20 nov 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the visual inspection confirmed that the stardrive tip is damaged. The stardrive edges are nicked and slightly deformed. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: a dimensional test is not appropriate, since all complaint-relevant dimensions can no longer correspond to the valid technical drawings specifications due to the damage incurred. Document / specification review the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Summary: the received condition of the screwdriver is concordant with the complaint description and the complaint condition is confirmed. The review of the production history revealed that this instrument was manufactured to the specifications. However, based on the findings above no fault could be found in material or during the production. Unfortunately we are not able to determine the exact reason for this occurrence, but it is likely that during surgery an application error may have taken place or/and that excessive force led to this damage. During the investigation, no manufacturing related issues were observed that may have contributed to the complaint condition. The damage occurred is determined to be post production/acceptance criterias. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date during an unknown veterinary surgery the surgeon found that the tip of the screwdriver shaft had been deformed slightly. The surgeon was unable to hold a screw with the screwdriver shaft. During the screw insertion, the screwdriver shaft disconnected with the screw head causing a delay of less than thirty (30) minutes. Concomitant devices: unk - screws: trauma (part unknown, lot unknown, quantity unknown). This report is for one stardrive screwdriver shaft t8 55mm. This is report 1 of 1 for (B)(4).